Manufacturer narrative:
The service engineer inspected the device and the unit passed testing but will be monitored. It was noted that the user removed the nebulizer. The ventilator passed testing and the unit is in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator had a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The service engineer inspected the device and the unit passed testing. It was noted that the user had removed the nebulizer. The ventilator passed testing and the unit was in working condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, the ventilator lost ventilation. The nebulizer had been removed and the device alarmed ¿no ventilation¿. The nebulizer was reconnected, but the alarm continued. No air flow was found.